Event description:
The following was reported to davol via maude event report (B)(4). Per FDA maude report: "I have hernia repair 2 months later I started hurting, dr's told me it has nothing to do with surgery. It's been 7 years now and I'm still having chronic pain in my pelvic and groin area. The mesh used in my repair was sepramesh. I need to find out is it the problem or not. I think so, but dr say its just nerve damage or chronic pelvic pain. Please check other sepramesh problems. It has really ruined my lift. So please help me find out what is wrong with me."

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. We have contacted the pt to request add'l info, however, the pt has not responded to our requests. Please note the allegation is that the pt was implanted with a sepramesh in 2005 which at the time was manufactured by genzyme. As sepramesh is currently licensed and distributed by davol, we are responding to the allegation. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a f/u MDR will be submitted.